Event description:
Event verbatim [preferred term] burns in my abdomen area/burn of abdominal wall, init/it was painful/second degree burn with erythema on abdomen/positive for lesion [burns second degree] , she forgot a heating pad over her abdomen. [Device use error] , bp: 146/78 mmhg [blood pressure increased] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) -years-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. In addition, the patient previously took estrogens conjugated and experienced drug allergy and rash on (B)(6) 2015. The consumer reported that on (B)(6) 2016 she wore one of our products as she had done many times before, however this time around she experienced burns in her abdomen area/burn of abdominal wall. It happened after she forgot a heating pad over her abdomen. It was painful. She did check it every few hours but this time she did not feel any discomfort at all during the time she wore it and checked it two hours in. She put the product on around (time) and at about (time) checked it and it was fine. At (time) she noticed the burns ((B)(6) 2016). She had been using thermacare heatwrap for many years and had never experienced anything like this. Lab data included: estimated body mass index is 42.65 kg/(m^2) as calculated from the following: height as of (B)(6) 2016: 5'. Weight as of (B)(6) 2016: (B)(6) lb ((B)(6) kg). Physical examination(unknown date): general appearance: alert, well appearing, and in no distress. Skin: second degree burn with erythema on abdomen, positive for lesion((B)(6) 2016). Vitals; bp: 146/78 mmhg(unknown date); pulse: 81(unknown date); temp (src): 97.2 degree fahrenheit (36.2 degree celsius) (unknown date). Exercise vitals; enc vitals: (B)(6) 2016: 60 minutes; (B)(6) 2016: 80 min; (B)(6) 2016: 0 minutes; (B)(6) 2015: not addressed; (B)(6) 2015: 180 minutes. Flow sheet (all recorded): enc vitals; bp: (B)(6) 2016 1755: 146/78mmhg; (B)(6) 2016 1753: 140/77 mmhg. Pulse: (B)(6) 2016 1755: 81; (B)(6) 2016 1753: 80. Temp: (B)(6) 2016 1753: 97.2 degree fahrenheit (36.2 degree celsius). Event treatment for second degree burn: silver sulfadiazine 1% top crea-apply to affected area(s) 2 times a day for 14 days. Perform wound care. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13mar2017): new information from a contactable consumer included: patient's age, past drug event, events details, new event information, lab data, event treatment. Follow-up (31jul2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: added past drug event of thermacare heatwraps. Company clinical evaluation comment: based on the information provided, the events of second degree burn with erythema on abdomen that happened after patient forgot a heating pad over her abdomen as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event bp146/78mmhg is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of second degree burn with erythema on abdomen that happened after patient forgot a heating pad over her abdomen as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event bp 146/78mmhg is non-serious and assessed as associated with the use of the device.

Event description:
Burns in my abdomen area/burn of abdominal wall, init/it was painful/second degree burn with erythema on abdomen/positive for lesion, she forgot a heating pad over her abdomen. [Device use error], bp: 146/78 mmhg [blood pressure increased] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously took estrogens conjugated and experienced drug allergy and rash on (B)(6) 2015. The consumer reported that on (B)(6) 2016 she wore one of our products as she had done many times before, however this time around she experienced burns in her abdomen area/burn of abdominal wall. It happened after she forgot a heating pad over her abdomen. It was painful. She did check it every few hours but this time she did not feel any discomfort at all during the time she wore it and checked it two hours in. She put the product on around (time) and at about (time) checked it and it was fine. At (time) she noticed the burns ((B)(6) 2016). She had been using thermacare heatwrap for many years and had never experienced anything like this. Lab data included: (B)(6) as calculated from the following: (B)(6). Physical examination(unknown date): general appearance: alert, well appearing, and in no distress. Skin: second degree burn with erythema on abdomen, (B)(6). Event treatment for second degree burn: silver sulfadiazine 1% top crea-apply to affected area(s) 2 times a day for 14 days. Perform wound care. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13mar2017): new information from a contactable consumer included: patient's age, past drug event, events details, new event information, lab data, event treatment. Company clinical evaluation comment: based on the information provided, the events of second degree burn with erythema on abdomen that happened after patient forgot a heating pad over her abdomen as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event bp 146/78 mmhg is non-serious and assessed as associated with the use of the device., comment: based on the information provided, the events of second degree burn with erythema on abdomen that happened after patient forgot a heating pad over her abdomen as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event bp 146/78 mmhg is non-serious and assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], she forgot a heating pad over her abdomen. [Device use error], burns in my abdomen area/burn of abdominal wall, init/it was painful/second degree burn with erythema on abdomen/positive for lesion [burns second degree], bp: 146/78 mmhg [blood pressure increased]. Narrative: this is a spontaneous report from a contactable consumer. A 33-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. In addition, the patient previously took estrogens conjugated for unknown indication and experienced drug allergy and rash on (B)(6) 2015. The consumer reported that on (B)(6) 2016 she wore one of our products as she had done many times before, however this time around she experienced burns in her abdomen area/burn of abdominal wall. It happened after she forgot a heating pad over her abdomen. It was painful. She did check it every few hours but this time she did not feel any discomfort at all during the time she wore it and checked it two hours in. She put the product on around (time) and at about (time) checked it and it was fine. At (time) she noticed the burns ((B)(6) 2016). She had been using thermacare heatwrap for many years and had never experienced anything like this. Lab data included: estimated body mass index is 42.65 kg/(m^2) as calculated from the following: height as of (B)(6) 2016: 5'. Weight as of (B)(6) 2016: 218lb 6.4 oz (99.066 kg). Physical examination (unknown date): general appearance: alert, well appearing, and in no distress. Skin: second degree burn with erythema on abdomen, positive for lesion ((B)(6) 2016). Vitals; blood pressure (bp): 146/78 mmhg(unknown date); pulse: 81(unknown date); temp (src): 97.2 degree fahrenheit (36.2 degree celsius) (unknown date). Exercise vitals; enc vitals: (B)(6) 2016: 60 minutes; (B)(6) 2016: 80 min; (B)(6) 2016: 0 minutes; (B)(6) 2015: not addressed; (B)(6) 2015: 180 minutes. Flow sheet (all recorded): enc vitals; bp: (B)(6) 2016 1755: 146/78mmhg; (B)(6) 2016 1753: 140/77 mmhg. Pulse: (B)(6) 2016 1755: 81; (B)(6) 2016 1753: 80. Temp: (B)(6) 2016 1753: 97.2 degree fahrenheit (36.2 degree celsius). Event treatment for second degree burn: silver sulfadiazine 1% top crea-apply to affected area(s) 2 times a day for 14 days. Perform wound care. The outcome of the events was unknown. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site. Follow-up (13mar2017): new information from a contactable consumer included: patient's age, past drug event, events details, new event information, lab data, event treatment. Follow-up (31jul2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: added past drug event of thermacare heatwraps. Follow-up (25feb2020): new information received from product quality complaints included: investigation was ongoing and malfunction was left blank. Follow-up (24jun2020): new information received from a product complaint group included: investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.the sample had not been received by the site.

Event description:
Event verbatim [preferred term] burns in my abdomen area/burn of abdominal wall, init/it was painfull/second degree burn with erythema on abdomen/positive for lesion [burns second degree] , she forgot a heating pad over her abdomen. [Device use error] , bp: 146/78 mmhg [blood pressure increased] , . Case narrative:this is a spontaneous report from a contactable consumer. A 33-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication. In addition, the patient previously took estrogens conjugated for unknown indication and experienced drug allergy and rash on (B)(6)2015. The consumer reported that on (B)(6)2016 she wore one of our products as she had done many times before, however this time around she experienced burns in her abdomen area/burn of abdominal wall. It happened after she forgot a heating pad over her abdomen. It was painful. She did check it every few hours but this time she did not feel any discomfort at all during the time she wore it and checked it two hours in. She put the product on around (time) and at about (time) checked it and it was fine. At (time) she noticed the burns ((B)(6)2016). She had been using thermacare heatwrap for many years and had never experienced anything like this. Lab data included: estimated body mass index is 42.65 kg/(m^2) as calculated from the following: height as of 25aug2016: 5'. Weight as of 01sep2016: 218lb 6.4 oz (99.066 kg). Physical examination(unknown date): general appearance: alert, well appearing, and in no distress. Skin: second degree burn with erythema on abdomen, positive for lesion(nov2016). Vitals; bp: 146/78 mmhg(unknown date); pulse: 81(unknown date); temp (src): 97.2 degree fahrenheit (36.2 degree celsius) (unknown date). Exercise vitals; enc vitals: 07dec2016: 60 minutes; 06jun2016: 80 min; 09feb2016: 0 minutes; 26aug2015: not addressed; 15may2015: 180 minutes. Flow sheet (all recorded): enc vitals; bp: 07dec2016 1755: 146/78mmhg; 07dec2016 1753: 140/77 mmhg. Pulse: 07dec2016 1755: 81; 07dec2016 1753: 80. Temp: 07dec2016 1753: 97.2 degree fahrenheit (36.2 degree celsius). Event treatment for second degree burn: silver sulfadiazine 1% top crea-apply to affected area(s) 2 times a day for 14 days. Perform wound care. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (13mar2017): new information from a contactable consumer included: patient's age, past drug event, events details, new event information, lab data, event treatment. Follow-up (31jul2017): follow-up attempts completed. No further information expected. Amendment: this follow-up report is being submitted to amend previously reported information: added past drug event of thermacare heatwraps. Follow-up (25feb2020): new information received from product quality complaints included: investigation was ongoing and malfunction was left blank., comment: based on the information provided, the events of second degree burn with erythema on abdomen that happened after patient forgot a heating pad over her abdomen as described in this case are serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event bp 146/78mmhg is non-serious and assessed as associated with the use of the device.